Event description:
The customer reports during an unspecified procedure using a single use aspiration needle, the needle broke off in the patient. The needle was removed without tissue from the patient using forceps. A second needle was used to complete the procedure with no further consequences to the patient reported. Additional details regarding the patient and reported event have been requested. At this time, not additional information has been provided.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation (although it is anticipated to be. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
Update: additional information provided by the customer: the patient was undergoing a bronchoscopy and endobronchial ultrasound (ebus) for the indication of lung nodule. There were no procedural or anatomical challenges that could have contributed to the needle breaking off in the patient. To remove the broke needle, the physician put the bronchoscope back in after ebus and saw the needle, removed it with rat tooth forceps. The patient did not experience any adverse effects as a result of this occurrence. The patient's current condition is described as "doing fine". The serial number of the scope cannot be provided. The scope used in the procedure did not malfunction in any way.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the following was observed: the stylet and stopper were missing, possibly removed by user to extend the penetration depth of the needle. There was biomaterial inside the working length consistent with use. The needle at the distal portion appeared to be broken off, leaving jagged edges on the needle tube indicating signs of stress. The broken piece of needle was missing/not returned. The needle wire was sharply bent, broken off the handle boot, and sticking out of the tube sheath (when handle slider was pushed down). However, the handle appeared to be functional, and the hypotube is present. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the observed failure is a known phenomenon. It likely occurred due to the device experiencing excessive resistance and/or angulation. The event can be detected/prevented by following the instructions for use (IFU) which state: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ this supplemental report includes corrections to b3 and g2. Also, g3 is corrected from 04nov2022 to 03nov2022 from initial medwatch based on new information received from the customer. Additional information added to d9 and h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).